Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a q-syte closed luer access device had foreign matter before use. The following was reported by the initial reporter: "the nurse opened the product package and found an unexplained black spot on the blue end cap, and the connector was not used."

Event description:
It was reported that a q-syte closed luer access device had foreign matter before use. The following was reported by the initial reporter: "the nurse opened the product package and found an unexplained black spot on the blue end cap, and the connector was not used."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/24/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one q-syte assembly and one photo. During the visual/microscopic examination it was observed that black specks were embedded within the blue cap attached to the q-syte, confirming the reported defect. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce and buildup can occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.